Event description:
The customer complained that a patient samples yielded (B)(6) with cell 1 or 3 of biotestcell-p3 on tango. The customer has returned the supposedly defective product but no patient samples . Our quality control laboratory re-tested the supposedly defective product with different samples on tango. All samples reacted correctly negative. We did not observe any (B)(6). Our quality control laboratory tested further positive and negative samples on tango. All positive and negative reactions were correct. Testing by the quality control laboratory confirmed the allegedly defective lot of biotestcell-p3 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our initial report for this incident.

Event description:
The customer complained that a patient samples yielded false positive reactions with cell 1 or 3 of biotestcell-p3 on tango. The customer has returned the supposedly defective product but no patient samples . Our quality control laboratory re-tested the supposedly defective product with different samples on tango. All samples reacted correctly negative. We did not obeserve any false positive reactions. Our quality control laboratory tested further positive and negative samples on tango. All positive and negative reactions were correct. Testing by the quality control laboratory confirmed the allegedly defective lot of biotestcell-p3 funtions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our final report on this incident and equates to our initial report. This was sent as an initial report when it should have ben our combined initial and final report. We apologize for any inconveniences this error might have caused.